Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the hip. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The sensor was inserted into the hip. No additional patient or event information is available.